Event description:
On (B)(6): customer reports when they started the urology room for the days procedures, the system failed. Customer does not have a back up room and procedures were canceled. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated system and found the sedecal generator touchscreen was not populating and touchscreen was not responding. Fse troubleshot per sedecal generator service manual and, unable to repair the console, replaced the generator consoler. Fse verified proper operation per chapters in the sedecal generator service manual and completed the minor portion of the hydravision dr system checklist. System returned to full service by the customer.